Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the hospital, that the screw driver broke while implanting the screw the screw. Replacement was available.

Manufacturer narrative:
The reported incident that screwdriver blade, cannulated was alleged of issue s-11 (breakage during surgery) could be confirmed. The visual investigation of the inner blade revealed that the tip of the cannulated screwdriver blade is indeed completely broken off (unfortunately the broken tip debris has not been returned). It is also visible that both disassembled parts are bent. This clearly indicated high mechanical force had been applied which finally resulted in the tip breakage. The fracture surface shows the appearance of a ductile forced rupture from torsional overload. The cannulated compression screw is also clearly worn. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too high torsional forces during the application. CAPA (B)(4) has been initiated in order to improve the resistance against breakage of the inner blade by decreasing the inner diameter of the blade just at the tip. Additionally it is within the CAPA scope to verify, that the risk of screw breakage is not higher than with the actual design. Within the review of the risk management file, it was verified that the failure mode, occurrence, hazard and overall risk category were addressed. Risk line item selected based on reported event and investigation results: line item: 12. Screw insertion - 12.1. Screw inserted into bone ¿ 12.1.7. Fragment movement /damage - too much force applied during screwing. Severity: s0. Occurrence: o5. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the hospital, that the screw driver broke while implanting the screw the screw. Replacement was available.